Event description:
A report was received that the patient's ipg had difficulty charging and would not hold a charge. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient was scheduled for an ipg replacement; however, the physician cut the lead during the procedure and as a result the ipg replacement was aborted. Electrocautery was used briefly during the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient's ipg had difficulty charging and would not hold a charge. The patient will undergo a revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. The ipg was charged in two cycles despite the stimulation turned on. The complaint regarding the fast battery depletion was not verified. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device passed all required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg had difficulty charging and would not hold a charge. The patient will undergo a revision.